Event description:
Procedure type: thoracoscopy. According to the reporter: the port broke in half during instrument exchange. Surgeon had to go in and retrieve half of the port from the patient's cavity. All pieces were retrieved. A new port was opened and inserted to finish the case. Delay in or was 10 minutes. No bleeding or patient injury reported.